Event description:
It was reported that a malfunction occurred on the pump, displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.